Manufacturer narrative:
This report is submitted on january 05, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to perform an integrity test of the internal device. The implanted device remains.